Manufacturer narrative:
(B)(4). Evaluation summary: this report for a damaged transfer set was confirmed in the lab. The results of a sample evaluation revealed chipping/flaking and a crack of the light blue main body. A batch review was conducted and no issues were found related to the reported condition during manufacture of the lot. A root cause was not identified due to insufficient information. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
Baxter (B)(6) reported that there were some cracks on the twist switch of the transfer set. There was no disinfectant use on the set by the patient or doctor. No patient injury or medical intervention was reported. No further information is available.